Event description:
Leaky pen {device leakage} {hyperglycemia} blood sugar went up and down prior to the event {blood glucose flutuation} case description: this spontaneous case received from canada, reported by a consumer as "leaky pen", "hyperglycemia" and "blood sugar went up and down prior to the event", concerns a femal pt treated with novorapid penfill (fast acting insulin aspart) (ongoing, but start date unk) and novopen 3 (insulin delivery device) due to insulin-dependent diabetes mellitus. On an unk date in 2007 the pt experienced hyperglycaemia. The pt was admitted into the hospital with a blood sugar of 53 mmol/l. The doctor thinks it is due to a leaky pen. The pt reports that her blood sugar went up and down prior to the event. On an unk date in 2007, four days after the start date of the events, the pt recovered and was discharged. The pt is trained in the use of the device. She performs air shots prior to each injection. The pt used each disposable needle twice. Regarding the event "blood sugar went up and down prior to the event" it is reported that this is ongoing. The pt describes it as "honeymoon phase". Both novopen 3 and novorapid cartridge are being brought back for investigation. No medical confirmation available. Reporter's causality: unk. Novo nordisk's causality: reportable. Comment: reporter's comment: the pt reports that the doctor thinks the hyperglycemia was due to a leaky pen.